Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, product type catheter.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient who was receiving intrathecal medication via an implantable pump for non-malignant pain and arachnoiditis. The following information was reported by the manufacturer's representative via a letter from a consumer: the patient was age (B)(6) and was an implanted infusion system pain pump recipient. It was noted that the patient had a pump since (B)(6) 2006 and had the current pump since (B)(6) 2012. The patient had very good pain control with the pump for the last 11 and a half years. The patient started with ¿the small pump¿ but went to the ¿bigger pump¿ when it was replaced in 2012. The only problem the patient had was the catheter calcified with the first pump. At the time of the report (B)(6) 2017 the patient had been receiving hydromorphone [10.0 mg/ml] at minimum rate mode of a dose of 0.064 mg/day but the drug at the time of this event was not reported. No complications were reported or anticipated.